Event description:
It was reported that during a laparoscopic colostomy procedure, the device locked closed and would not reopen. It is unknown if the device was stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Orange indicator over traveled the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.